Event description:
St jude's 23 trifecta tissue heart valve failed (tore). Shortness of breath, blood pressure and heart rate issue resulted. Cardiologist determined the valve must be replaced. Open heart surgery to replace the valve was conducted on (B)(6) 2020. FDA safety report ID #: (B)(4).